Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of a bard/davol ventralex st. On (B)(6) 2013: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of ventralex st, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions. Updated fields: a2, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d. 6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of a bard/davol ventralex st. On (B)(6) 2013: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st. Per operative notes, ¿hernia sac was dissected free from its surrounding structures and a ventralex st was used for repair by using sutures." On (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia and right lower quadrant incisional hernia thereby underwent laparoscopic repair with the removal of ventralex st. Per operative notes, "omental adhesions to the abdominal midline were dissected off. The mesh appeared to be pulled up into the hernia sac was excised and the defect was repaired by using synthetic mesh. Previous placed synthetic mesh appeared to be well incorporated." Attorney alleged that the patient had adhesions, pain, hernia recurrence and emotional injuries.